Event description:
It was reported that the patient's device had a possible "open circuit" as told by the clinician programmer while checking stimulator impedances. It was stated that the reporter was unable to unclear the message by increasing the "test voltage." The next day, it was reported that the device had high impedance, which was stated to imply that "there was an open circuit." It was noted that this would have meant that "something wasn't connected or something was damaged causing therapy to not be driven using the open contacts." Another report on the same day stated that the patient was "ok" and that the high impedance came on the right device of her bilateral system. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3387-40, lot# j0114054v, implanted: (B)(6) 2001. Product type: lead. (B)(4).